Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the thin and restricted posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 2-3. Visualizing the second clip was difficult because it was positioned medial to the first clip. The second clip (70531u115) was implanted, reducing mr to 1-2. However, one minute after clip deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr increased to a grade of 3. The patient is stable. There was no adverse patient effect and no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.